Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a failed circulation pump. Biomed wanted to get repair and loaner pricing. Mss transferred call to technical support for assistance. Per follow up via phone (B)(6) 2021, while on the phone with technical support, biomed stated that the pump began functioning correctly again and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported issue could not be determined as the device resumed normal functioning. Biomed wanted to get repair and loaner pricing. Mss transferred call to technical support for assistance. Per follow up, while on the phone with technical support, biomed stated that the pump began functioning correctly again and the issue was resolved. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The device was not returned for evaluation. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed the risk review and labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had a failed circulation pump. Biomed wanted to get repair and loaner pricing. Mss transferred call to technical support for assistance. Per follow up via phone 20may2021, while on the phone with technical support, biomed stated that the pump began functioning correctly again and the issue was resolved. There was no patient involvement.